Manufacturer narrative:
Qc was within specification prior to and after the event. System check performed in 2007, after the event, passed. The specimen was collected in a bd, 13x100, plastic, serum tube without gel separators and centrifuged at 3,500 rpm for 10 minutes at ambient temperature. The specimen was sampled from 2ml insert cups. The customer declined service as this event was isolated to one patient sample and no other results or assays were questioned at the time of this event. Pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high digoxin result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for digoxin and a result of 3.3ng/ml was obtained. The customer retested the original sample for digoxin and obtained lower result: 1.5ng/ml. The customer re-tested the original sample once more and digoxin result was 1.1ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.